Manufacturer narrative:
Investigation: one safetyglide needle assembly in an opened blister pack from batch 9052514 (p/n 305918) was received and evaluated. It was observed the sample was manipulated from the red particles, that appeared to be blood, present throughout the needle assembly and packaging. From visual examination of the sample, it was noticed the cannula was separated from the hub and the epoxy did not completely cover the outer diameter of the cannula. The separation of the cannula and hub was rejectable per product specification. Potential root cause for the cannula separation defect is associated with the needle manufacturing process. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. A machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in the cannula not being secured in the needle hub.

Event description:
Material no: 305918, batch no: 9052514. It was reported that during use of the bd safetyglide¿ needle the needle disconnected during the safety activation. The following information was provided by the initial reporter: it was reported that the needle disconnected during the safety activation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 305918. Batch no: 9052514. It was reported that during use of the bd safetyglide¿ needle the needle disconnected during the safety activation. The following information was provided by the initial reporter: it was reported that the needle disconnected during the safety activation.